Manufacturer narrative:
Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who clarified the hospitalization. The patient was actually seen in the emergency room (ER) for chest pain that was unrelated to the device/therapy; the patient was not hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was hospitalized. No further complications were reported as a result of this event.